Event description:
A talent stent graft on captivia delivery system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm as part of the clinical trial 10 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that the stent graft kinked following deployment. The kink was not noted until the 1 month film was reviewed and it was not addressed as the physician stated the kink was insufficient with no hemodynamic issues. It was also noted that the stent graft was implanted incorrectly with control arm in the wrong position. No clinical sequelae were reported and the pt is fine. Please note that the talent captivia stent graft with catalog number tf3434c200c is not approved in the united states; however, it is similar to the talent thoracic stent graft with catalog number tf3434c115ct and tf3434c115x which are approved in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: stent graft was implanted with the control arm in the wrong position. Conclusions: stent graft was implanted with the control arm in the wrong position.